Event description:
The patient service representative (psr) assisting a (B)(6) male patient called zoll lifecor customer support to report that the green light was coming on the charger but the screen was not working. Support issued the patient a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger was found to have defective components. The flash memory chips (components (B)(4) and (B)(4)) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement battery charger.